Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h11. Corrected sections: d4--unique identifier (UDI) # corrected from "(B)(4)." The device was returned to the factory for evaluation on 09/25/2024. An investigation was conducted on 10//22/2024. A visual inspection was conducted. Both the harvesting device and cannula was returned for evaluation. Signs of clinical use and evidence of blood was observed on the intact cannula and c-ring. There were no visual defects observed on either the cannula, c-ring or intact jaws and heater wire of harvesting device. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device failed the pre-cautery test; it did not produce visible steam and heat during ten (10) 3-second activations. The toggle was manipulated to open the jaws and the jaws would not open and remained in a close state. No other visual defects were observed. An engineer evaluation was conducted. The complaint device was connected to the complaint lab's hemopro power supply (c-vh-3010), hemopro2 adapter (c-vh-4020), and hemopro2 extension cable (c¿ vh-4030). The on/off power switch on the hemopro power supply (c-vh-3010) was toggled to the on position. The toggle on the handle of the complaint (B)(4) hemopro2 tool was pulled back to the activation (power on) position, it was observed that heating element on the jaws of the complaint (B)(4) hemopro2 tool did not heat up which is not normal. The electrical continuity of the complaint (B)(4) hemopro2 tool was tested using the complaint lab's multimeter (calibration ID# (B)(4)). The electrical continuity of the complaint (B)(4) hemopro2 tool was tested with the toggle on the handle of the complaint device pulled back to the activation (power on) position. The result was no electrical continuity through the complaint device, which is not normal and indicates a break in the electrical circuit in the complaint device. Next, the complaint (B)(4) hemopro2 tool handle was opened to determine the cause of the break in the device's electrical circuit. After opening the handle, the toggle was removed from the handle to expose the switch inside the handle. The two wires from the bulkhead connector that are normally welded to the normally open (n.o.) Switch terminal were found to be disconnected and not in contact with the n.o. Switch terminal. Examination of the normally open (n.o.) Switch terminal showed an impression on the switch terminal of where the two wires had been but there was no evidence on the switch terminal indicating that the wires had melted and fused (welded) into the metal of the switch terminal. Examination of the two wires from the bulkhead connector demonstrated minimal signs of melting. Based on the visual evidence, the two wires from the bulkhead connector were disconnected from the normally open (n.o.) Switch terminal due to an incomplete welding process between the two materials. See attached engineer evaluation memo. Based on the returned condition of the device as well as the evaluation results and the engineer evaluation, the reported failure "failure to deliver energy" was confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000413428 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw ID#(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 energy failed to go to the jaws when used on the first piece of tissue. The cable was changed. Same problem. The power supply was changed. Same problem. Another vh-4000 kit was opened to successfully complete the procedure. No delay aside from the few minutes to open a new kit. No patient injury.